Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120121.

Event description:
Voluntary medwatch form received notes that a patient presented with undersensing on the atrial lead resulting in inappropriate mode switch episodes. Programming changes were recommended. No adverse patient effects were reported.